Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source was showing b30 scope communication error. The customer explained that this error happened with multiple scopes on multiple occasions, however, details are unknown. There were no reports of patient harm.

Event description:
The customer reported that the device issue was detected during preparation for a procedure. The procedure was postponed. The customer could not confirm any additional event information. No adverse effects were reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: b5, d8 and h6. Correction on fields: e1, e2, e3 and g2 (health professional was inadvertently omitted in the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.